Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75x15mm, eccentric, de novo, 30% stenosed target lesion involving a <=45 degree bend and was located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. After an unspecified 3.5jl guide catheter and a 0.014 non bsc guide wire crossed the lesion, a 2.0x9 maverick balloon catheter was advanced for pre-dilatation. Then the 2.75x16mm mr promus element¿ plus drug eluting stent was advanced, however, the device was unable to cross the initial portion of the lesion. Hence, the physician performed a second dilatation using a 2.5x12 apex balloon catheter and made another attempt to cross with the stent, but was unsuccessful. The device was removed from the patient and it was noted that the stent was deformed due to contact with an area of calcification. The physician decided to reschedule the procedure after consultation with other colleagues. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The hypotube was kinked at various locations along its length. No issues were noted with the distal edge of the tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75x15mm, eccentric, de novo, 30% stenosed target lesion involving a <=45 degree bend and was located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. After an unspecified 3.5jl guide catheter and a 0.014 non bsc guide wire crossed the lesion, a 2.0x9 maverick balloon catheter was advanced for pre-dilatation. Then the 2.75x16mm mr promus element¿ plus drug eluting stent was advanced, however, the device was unable to cross the initial portion of the lesion. Hence, the physician performed a second dilatation using a 2.5x12 apex balloon catheter and made another attempt to cross with the stent, but was unsuccessful. The device was removed from the patient and it was noted that the stent was deformed due to contact with an area of calcification. The physician decided to reschedule the procedure after consultation with other colleagues. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).